Manufacturer narrative:
No button error alarm during testing. However the insulin pump had unresponsive button due to corroded button on keypad traces. Operating currents test was not performed and low battery alarm was not confirmed due to unresponsive buttons. The device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked case at reservoir tube window corner.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 456 mg/dl. The customer stated that he had dropped the pump on the floor. The customer mentioned that they were camping and the insulin pump may have been exposed to moisture due to sweat. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.